Event description:
As reported by the registry, the pt experienced aphasia and dysarthria and was diagnosed with an ischemic stroke the day after the index procedure. The pt also experienced bradycardia due to vasovagal reaction. Approximately six hours after a successful and uneventful procedure, the pt's arterial sheath was pulled. It was immediately post sheath pull while pressure was being applied to the groin, that the medical intern concomitantly applied slight pressure to the carotid artery to listen for a bruit that the pt abruptly developed transient bradycardia to heart rate of 28, and systolic blood pressure to 78mmhg. This is consistent a vasovagal reaction. It was treated with atropine, transient neosynephrine. At 2:30 am, the pt was noted to have exhibited dysarthria. The neurologist did confirm his dysarthria, with an increase in the stroke scale from 2 to 3. The following day, the pt had returned to his baseline exam, stroke scale exam, and was discharged. There were no additional tests performed except a repeat duplex ultrasound the day following the procedure showing a widely patent stent. The pt's symptoms fully resolved by discharge the following day. The physician indicated that the pt presented to the hospital with dysarthria and aphasia, which prompted his admission. His admission MRI confirmed a stroke. Post-deployment, there was no thrombus noted, however, there was a slight filling defect seen post stenting consistent with plaque prolapse. At the time of the index procedure, angiography revealed an 80% stenosis of the left proximal internal carotid artery. The lesion was eccentric and ulcerated. The vessel had moderate tortuosity and moderate calcification. The pt's pre-procedure stroke scale scores were 0. The pt was symptomatic. An angioguard rx was deployed beyond the lesion, and the lesion was pre-dilated. A 7.0 x 30mm precise rx stent was implanted at the target lesion, with 10% residual stenosis.

Manufacturer narrative:
After having a stent implanted in the left proximal internal carotid artery, the pt developed bradycardia due to a vasovagal reaction. The following day, the pt experienced aphasia and dysarthria and was diagnosed with an ischemic stroke. Approximately six hours after a successful and uneventful procedure, the pt's arterial sheath was pulled. It was immediately post sheath removal while pressure was being applied to the groin, that the medical intern concomitantly applied slight pressure to the carotid artery that the pt abruptly developed transient bradycardia with a heart rate of 28 and a systolic blood pressure of 78mmhg. This was consistent with a vasovagal reaction. It was treated with atropine and neosynephrine. At 2:30 am, the pt was noted to exhibit dysarthria, confirmed by the neurologist, with an increase in the stroke scale from 2 to 3. The pt's symptoms fully resolved, the pt returned to his baseline stroke scale exam, and was discharged the following day. A repeat duplex ultrasound the day following the procedure showed a widely patent stent. A review of the manufacturing documentation associated with this lot presented to issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported events.